Event description:
It was reported that during an unknown procedure that the stapler was loose and falling out. There were no patient consequences reported.

Manufacturer narrative:
(B)(4) date sent 7/18/2025 d4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: only event year known: 2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Additional information: the firing knob was seated in the appropriate position at the time of loading. Staples were reported to be falling out prior to firing in 1 case and in various cases, the staples fell out in the distal portion of the reload where staples were not fired in tissue. Additional information was requested, and the following was obtained: question: what was the position of the firing knob when the cartridge was loaded? Answer: seated in the correct position at the ¿home¿ / ¿bottom¿ portion of the stapler. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 8/5/2025. Additional information received: fired stapler and bowel was not fully to distal end. Staples were loose when firing and were falling into the patient and have to be retrieved from the patient during the procedure. Questions: where were the staples deployed? Staples falling out even before firing and staples fell out after firing. The surgeon felt that the staples falling out were more than usual. Were there staples seen while the device was still clamped? Yes. Were the staples formed? Mostly.